Manufacturer narrative:
Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had an accident on saturday and collided into a rail. The patient said they hit the ins during the accident and had been experiencing some pain in their leg and groin area since then. The patient tried to connect to the ins on sunday but got error code 0x6110c7aac. After that, the patient saw a message that would tell them "no device was found."  Once the communicator was positioned over the ins, the patient confirmed they were able to connect to the ins. The patient did not require further assistance with the external equipment.